Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to nickel allergy.

Manufacturer narrative:
Implants were in the patient for 11 years before being revised. Metal sensitivity after implantation of orthopedic hardware is common and is noted to be the most common immune response to implants.(1) the company is not aware of any other complaint reports involving a part from these manufacturing lots. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing-related. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. (B)(6), ((B)(6) 2017). Immune response to implants. Retrieved from https://emedicine.medscape.com/article in a review of the labeling it is a known part of the pre-operative assessment that the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Device specific risk- metal sensitivity reactions or other allergic/histological reactions to implant materials. This device is used for treatment not diagnosis. Corrected data: initial - this is not a facility report.

Event description:
It was reported from a clinical study that a patient experienced a knee revision. No additional information is provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00045 and 1038671-2017-00046.